Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a recent implant procedure which had opened up. It was mentioned that the patient was brought to emergency room (ER) were the wound was cleaned up and closed due to infection at the implant site. The patient underwent an explant procedure and was given antibiotics.